Manufacturer narrative:
The local subsidiary of dräger has inspected the device in follow-up of the event. It was determined that the unit is not under a dräger service contract which would ensure the provision of preventive maintenance on the defined annual base. Evidence was found that the latest service intervention was carried out 2 years before the event occurred. It was further revealed that the electrochemical cell for the fio2 monitoring had an expiry date of january 2013 and was non-functional. The workstation's back-up battery intended to cover situations of mains power loss was never replaced since day of first use. The overall condition of the device was inacceptable with worn filters and a ventilator diaphragm needing replacement. The circumstances under which the patient developed the hypoxia were not disclosed to dräger. Reportedly, the oxygen supply to the fabius gs workstation was functional. There was no external fio2 monitoring in place which would be an adequate substitution for the non-functional internal fio2 monitoring. The patient was monitored by an external spo2 monitor which indicated the worsening patient status to the user when the event occurred. In accordance to international safety standards for anesthetic procedures, a functional fio2 monitoring is the ultimate measure to detect inadequate inspired fractional oxygen concentration and to ensure an appropriate response time for the user to prevent from patient harm. The fabius-internal fio2 monitoring will post a high-priority "fio2 low" alarm if the threshold is exceeded. This type of alarm can't be turned off and the lowest possible threshold to adjust is at 18vol%. The loss of fio2 monitoring e.g. Due to an expired o2 cell is readily apparent to the user - the screen window where the readings would normally be displayed is blanked out and the alarm message "o2 sensor fail" will be displayed. If the internal monitoring is not functional an external monitoring has to be used that facilitates the same risk mitigation features. In any case, solely relying on monitoring of spo2 is no suitable alternative. A reliable conclusion in regard to the root cause is not possible. There are multiple scenarios imaginable that would lead to hypoxia: patient-related physiological reasons, device malfunctions or use errors. Dräger is unable to differentiate between these due to lack of information. It can however be concluded that the device was not used in accordance to globally acknowledged safety standards.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that a patient turned hypoxic during anesthesia and had to be resuscitated. Resuscitation was successful.